Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that drawer 1.2 on the main station had experienced read/write errors. A field service engineer (fse) troubleshot and logged into hardware test application to remove the pockets. After removing the pockets, all pockets within the drawer were successfully recovered. The fse then instructed the customer to reassign the medication back to pocket b1 and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the main drawer was failed to open. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from pharmacy. There were no adverse events or injuries reported based on this event.